Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the torque wrench broke during surgery. No adverse events were reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.(B)(4).

Manufacturer narrative:
The returned part 94522 (array 5.5 qc torque wrench handle) from lot 631127 was visually inspected by quality engineering. Initial inspection confirms the reported complaint; the torque wrench is fractured where the connector shaft is bonded to the green handle assembly. A functional assessment of the instrument could not be performed in its present condition. The DHR (device history record) for the product/lot was reviewed. There were no recorded non-conformances or product deviations that could have contributed to the reported device failure. The root cause of this event cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique, and/or misuse.